Event description:
Based on the information received on 06-dec-2017, this case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This unsolicited case from united states was received on 06-dec-2017 from a non-healthcare professional this case concerns a (B)(6) year old female patient who received treatment with synvisc one and later after unknown latency had right knee swollen/still swollen, right knee in severe pain/still in pain and aspirated right knee/aspirated again. Also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (indication: unknown) into both the knees (bilateral) (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date in (B)(6) 2017, after unknown latency, the patient had right knee swollen and in severe pain. The patient's doctor aspirated the right knee. On (B)(6) 2017, the patient was still in pain, and knee was still swollen. The doctor aspirated again. On (B)(6) 2017, the patient was seen by the doctor and patient had recovered. The same day, the patient received synvisc one injection. It was reported that there was no reaction to left knee. Corrective treatment: not reported for all the events. Outcome: recovered for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events. Received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 06-dec-2017 and 02-jan-2018 (both information processed together with clock stat date of (B)(6) 2017). This case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Event of device malfunction was added. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly pharmacovigilance comment: sanofi company comment for follow up dated 06-dec-2017: this case concerns a female patient who received synvisc one injection from the recalled lot and had right knee pain, swelling and effusion. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.

Event description:
Based on the information received on 22-jan-2018, the case became medically confirmed. Based on the information received on 06-dec-2017, this case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This unsolicited case from united states was received on 06-dec-2017 from a non-healthcare professional. This case concerns a (B)(6) female patient who received treatment with synvisc one and later after unknown latency had synovitic reaction; after 1 day was consistent with gout, also, device malfunction was identified for the reported lot number. No past drug, medical history, concomitant medication or concurrent condition was provided. Medical history included bilateral knee disorder. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once (indication: unknown) into both the knees (bilateral) (batch/lot number: 7rsl021; expiry date: unknown). On an unknown date in(B)(6) 2017, after unknown latency, the patient had synovitic reaction with right knee swollen and was in severe pain. The patient's doctor aspirated the right knee. On (B)(6) 2017, after a latency of 1 day, patient was diagnosed with gout. On (B)(6) 2017, the patient was still in pain, and knee was still swollen. The doctor aspirated again. On (B)(6) 2017, the patient was seen by the doctor and patient had recovered. The same day, the patient received synvisc one injection. It was reported that there was no reaction to left knee. Corrective treatment: not reported for synovitic reaction and gout outcome: unknown for device malfunction, gout; recovered for synovitic reaction a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation was completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction additional information was received on 06-dec-2017 and 02-jan-2018 (both information processed together with clock stat date of 06-dec-2017). This case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Event of device malfunction was added. Global ptc number and ptc results were added. Clinical course updated. Text was amended accordingly additional information was received on 22-jan-2018 from the physician. The case became medically confirmed. Event of synovitic reaction and gout were added. Medical history was added. Event of right knee swollen/still swollen, right knee in severe pain/still in pain and aspirated right knee/aspirated again/right knee effusion/aspirated right knee were updated as symptoms of synovitic reaction. Clinical course updated. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 22-jan-2018 this case concerns a female patient who received synvisc one injection from the recalled lot and had synovitis. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.